Event description:
During the transseptal puncture, the brk1 needle perforated the swartz sheath. The stylet was used during the transseptal puncture procedure. The sheath was replaced, and the procedure continued without any adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The reported event of sheath puncture could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.